Manufacturer narrative:
As a result of additional information provided, the following fields have been updated: b5 and g3. Further information and/or re-opened investigation results will be provided within 30 days of receipt.

Event description:
As reported via legal documentation, a patient had primary left tha on (B)(6) 2014. Their left hip was revised on (B)(6) 2021, approximately 7 years 3 months after their initial implantation. The male patient had his left poly insert and femoral head revised due to signs of osteolysis. The femur was dislocated, the cocr femoral head removed, stem was well fixed, turned to the cup and removed the liner. After attempts to remove with osteotome, a bone screw was placed to remove the liner. The cup was well fixed, and the patient received a new g2 lipped e poly and a new biolox head. Patient was last known to be in stable condition following the event. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The revision reported may have been the result of the osteolysis as reported. The osteolysis could have been due to prosthesis wear of the acetabular liner; however, prosthesis wear and osteolysis cannot be confirmed from the information provided. Potential user or patient-related considerations to the event could not be assessed as radiographs and relevant clinical information was not provided. D6: corrected. H6: corrected medical device, component, and investigation clinical codes.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately 1 yr postop the initial l tha, the male patient had his left poly insert and femoral head revised due to signs of osteolysis. The femur was dislocated, the cocr femoral head removed, stem was well fixed, turned to the cup and removed the liner. After attempts to remove with osteotome, a bone screw was placed to remove the liner. The cup was well fixed, and the patient received a new g2 lipped e poly and a new biolox head. Patient was last known to be in stable condition following the event. The device will be returned. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. This cause of the reported event is most likely patient conditions, however; cannot be confirmed as the device was not returned for evaluation. Section d9: device available for evaluation.

Manufacturer narrative:
Concomitant medical products: cocr fem head 32mm +0 offset 12/14 (cat# 142-32-00). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 1 yr postop the initial l tha, the male patient had his left poly insert and femoral head revised due to signs of osteolysis. The femur was dislocated, the cocr femoral head removed, stem was well fixed, turned to the cup and removed the liner. After attempts to remove with osteotome, a bone screw was placed to remove the liner. The cup was well fixed, and the patient received a new g2 lipped e poly and a new biolox head. Patient was last known to be in stable condition following the event. The device will be returned.